Manufacturer narrative:
The main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they got an infection with their first implantable neurostimulator (ins). The ins was on the left side and it was working great and they were getting 70% reduction in symptoms. Then she had to have an emergency treatment to get the system removed because of the infection they got. The patient stated the infection resolved by removing the system. The ins was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.